Manufacturer narrative:
As of today, no additional information is available and this investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a health care provider (hcp) associated with this implantable cardioverter defibrillator (ICD) requested that a technical services (ts) consultant review an electrogram from the device. Ts reviewed the episode. Rhythm identification (rid) was programmed on in the device. The rhythm started out in the ventricular tachycardia-1 (vt-1), monitor only zone and accelerated into the ventricular tachycardia (vt) zone. When that occurred, rid was disabled and the device only used the patient's rate to determine appropriate therapy. The patient did not receive any inappropriate therapy. There were no adverse patient effects. The device remains in service.